Manufacturer narrative:
There were two blades associated with this event. Both blades were returned for evaluation. It was visually confirmed that both tabs had broken off both blades. Measurements performed on the returned blades confirmed conformance to required specifications. A documentation review of the lot concerned confirmed that no issues were identified which may have contributed to this event. The root cause of this event is determined to be multi-factorial. Handpiece: system 6 saggital saw.

Event description:
It was reported that two blades broke at the mount during a total knee replacement procedure. It was further reported that the procedure was successfully completed using a third blade. It was additionally reported that not all fragments were accounted for and extra pulsed lavage and manual searching was carried out. No further adverse consequences were reported.